Manufacturer narrative:
Continuation of medical devices: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health professional (ahp) that the patient's right ventricular (rv) lead displayed t-wave oversensing ( twos). Reprogramming of the rv sensitivity was completed. The ahp also noted that there is an undersensed r-wave following termination of ventricular tachycardia (vt). Caller believes its due to the auto adjusting sensitivity decay after the last vt beat causing it but was inquiring if there was any programming/adjustment that could be completed to prevent this. Programming options were presented. The lead remain in use and programming will re-evaluated at the patients next scheduled office visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.